Event description:
It was reported that the insulin pump was scratched up, rendering the display screen illegible. The customer did not know the blood glucose reading. He stated that he first noticed the damage a few months prior, and he also reported some issues with bent infusion set cannulas. The customer stated that the insulin pump would detach while he was sleeping. He reported that he had recently had a stroke and heart attack, and he had been hospitalized due to those issues. He stated that he did a lot of work around the house, causing scratches on the insulin pump due to wear and tear. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked belt clip slot and a cracked case at the display window corners.